Manufacturer narrative:
(B)(4). This code is used to address the failure to reposition the proglide device to stop blood marking. The perclose proglide instructions for use, states: reposition the device to stop blood marking or reinsert the wire, remove the device to hold manual compression or insert a new sheath. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional superficial femoral artery balloon angioplasty procedure. Reportedly, as the proglide device was retracted against the arterial wall bleeding from the marker lumen did not stop. The proglide device was deployed and during knot tightening the sutures came out of the patient anatomy. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.